Manufacturer narrative:
Reporter phone number: (B)(6). Reporting institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction on the intellivue multi measurement server x2. The device was not in use monitoring a patient at the time of the reported event. There was no patient involvement.

Event description:
It was reported that there was a speaker malfunction on the intellivue multi measurement server x2. Despite multiple good faith efforts to clarify whether sound was still coming from the device, no further information was provided. The device was not in use monitoring a patient at the time of the reported event. There was no patient involvement. A philips-authorized service technician (st) went onsite and confirmed the reported issue. During the investigation it was found that the speaker assembly was faulty and the cause for the reported issue. The st replaced the speaker assembly and the device returned to full functionality. The x2 failed to work as intended. The reported issue was caused by a malfunction of the device and was resolved by the replacement of the speaker assembly.